Manufacturer narrative:
The service rep found boot sector of hard drive bad. Replaced hard drive and restored all custom data and calibration files. After installation of hard drive found system had a distorted, unusable display. Reseated all workstation boards. Found ip board bad. Replaced ip board following esd procedures. Verified proper operation of system. Unit is functional and operates as intended.

Event description:
The customer reported, poor image quality and the system will not boot up. No patient injury reported.